Manufacturer narrative:
The customer found a kink in wash detergent tubing. Precision studies were performed and imprecision was noted. The customer has not had any further issues since correcting the kinked tubing.

Event description:
The initial reporter stated they received discrepant results for four patient samples tested for multiple analytes on a cobas 6000 c (501) module. The affected assays include: albp albumin bcp, phos2 phosphate (inorganic) ver.2, crep2 creatinine plus ver.2, and ca2 calcium gen.2. Some initial values were reported outside of the laboratory and later amended. It is not known which initial values were reported outside of the laboratory. The first sample initially resulted in an albumin value of 20 g/l, which repeated as 40 g/l. The second sample initially resulted in a phosphorus value of 0.38 mmol/l accompanied by a data flag, which repeated as 0.86 mmol/l. The third sample initially resulted in a creatinine value of 40 umol/l, which repeated as 81 umol/l. The fourth sample initially resulted in a calcium value of 1.31 mmol/l, which repeated as 2.32 mmol/l. The reagent lot numbers and expiration dates were requested, but not provided.

Manufacturer narrative:
No further issues have occurred since correction of the kinked tubing. The investigation determined the kinked tubing was to cause of the issue. The issue is consistent with an accidental kink of the tubing during customer maintenance.